Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: 2 of the 4 craniofixes have been cut too short. It can be clearly seen that the pt has been cut off too short where there are no more anti-slip serrations. The cause for the loosening of the plate is that the pt has been cut too short. This failure is user related. The mfg documentation has been checked and found to be according to the specifications valid at the time of production. There are no indications for a material or mfg defect.

Event description:
Country of complaint: (B)(6). Client complained. During a surgery, the surgeon tried to tighten the cranial bone by 4 points, using ff492t. However, 2 of them could not be fixed properly and then the upper disks came off.